Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the rubber band that holds the reservoir in place was missing, and the reservoir would not lock in place properly. The patient's blood glucose at the time of incident was 140 mg/dl; however, her blood glucose increased to 450 mg/dl at one point, which she corrected with the insulin pump. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring and broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. The insulin pump passed idle current test, run current test, self-test, off no power test, error test, prime test, excessive no delivery test, displacement test and rewind test. We were unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip.